Manufacturer narrative:
The date of this submission is 12-jul-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 30-jun-2016 from consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine gentle gum care mint floss dentally, (frequency, indication, lot number and expiration date unspecified). While trying to remove the floss for the first time, the consumer noticed that the razor part fell off in the container (device breakage). This report had no adverse event and the action taken with the device was unknown. The lot number was not reported; therefore, a batch record review or retain analysis could not be requested and a lot trend analysis could not be performed. Based on the information available, the device was used for intended treatment. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was assessed as reportable malfunction case in the united states of america.